Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 520 mg/dl for 3 weeks. The pt's mother found the infusion tubing was separated from the luer of the infusion set. The pt changed the infusion set and bolused through the infusion device. The pt's normal blood glucose range is 80-120 mg/dl. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.